Event description:
Customer called to report a diluent leak of approximately 2 milliliters from the coulter lh750 hematology analyzer during startup. The leak was contained inside the instrument. The leak was due to tubing that had popped off at the diff (differential) shear valve, which then accumulated in the diff shear drip tray. Customer was able to reattach the tubing; however, the leak appeared to have an additional source as the issue was not yet resolved. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and found that tubing had popped off from port 8 (diff lyse heater) of the diff shear valve, which was caused by a plug in the shear valve. When the fse arrived on site, customer showed the fse the tubing that was reattached. The fse cleaned the shear valve and flushed the ports. The fse then cleaned the ceramic plates and replaced the tubing from the heater to port 8 of the shear valve. Therefore, cleaning the shear valve and replacing the tubing resolved the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).